Manufacturer narrative:
The reported under infusion issue was confirmed. The pump was found to have a flow rate accuracy of -6.49%, which was outside of the +/-5% specification. The pump was also found to have a power issue, keypad issue, and a battery outside of the warranty; none of these issues were related to the flow rate issue. The pump was repaired, recalibrated, and tested to full specifications on 05/16/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00105).

Manufacturer narrative:
The manufacturer is still in the process of testing the infusion pump.

Event description:
The user reported that the pump was not accurate in delivering medications and it was under infusing. No patient injury or harm occurred for this case.